Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that her husband's insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 600 mg/dl, which was treated via manual insulin injection. Troubleshooting for the high blood glucose was declined; however, troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The insulin pump alarmed motor position encoder error at one point. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and e70 error alarm was confirmed in the history file. Unable to perform a21 error test, excessive no delivery test or occlusion test due to motor error loop. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The operating currents are within specifications and passed self-test, rewind, basic occlusion test, prime test and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.